Event description:
It was reported that the distal tip of the fiber broke off and fell into the pt's bladder. The previously placed cystoscope was removed and replaced with a larger scope. Grasping forceps were inserted through the larger scope and the broken tip was retrieved from the pt's bladder without any further complications being reported. The procedure was completed using a competitor's product.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.